Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection, arrhythmia, and occlusion requiring medical intervention to prevent permanent impairment or injury. Device issue: no device malfunction has been reported. It was reported via a trial that three xience v stents were implanted in the proximal, the mid, and in the distal rca. After implant of the stent in the distal rca, a dissection was noted. Another xience v stent and ptca was used to treat the dissection. A heavy thrombus was treated with angiojet prior to the procedure; however, there was no reflow after stenting. Treatment with nitroglycerin, nipride, ptca and iabp were used to treat the occlusion resulting in prolonged hospitalization. The patient experienced bradycardia, after all four stents had been deployed. A temporary pacemaker was implanted. The no reflow and bradycardia were resolved in 2008, and the patient was discharged on two days later. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation: dissection, arrhythmia, and occlusion are known risk associated with coronary stenting. The IFU states, "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention". It is likely that the arrhythmia is a secondary effect of the occlusion that resulted in hospitalization. A conclusive root cause for the reported patient effects, and the relationship to the devices cannot be determined. The three other xience stents are being reported under the same manufacturer report number.